Event description:
The device was connected to a patient who was said to be a candidate for device pacing therapy. Reportedly, the operator had difficulty pacing the patient. This allegation was based upon the observation of a device leads alarm.